Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer accidentally broke a piece off the pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.